Event description:
Pt alleged that insulin was retracting back through their infusion set tubing into the insulin cartridge, causing larger air bubbles to develop in the infusion set tubing. As a result of this, the pt experienced elevated blood glucose (350 mg/dl). Pt self-treated high blood glucose by taking additional insulin.